Event description:
It was reported that the patient experienced an ischemic stroke. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure, the patient experienced dysarthria, right sided weakness, and facial droop. No intervention was required due to the stroke event, but according to the physician assistant (pa), the patient will need speech therapy. No further information was provided to boston scientific.